Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37752, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type lead; product ID 3550-29, lot# n296234, implanted: (B)(6) 2015, product type accessory; product ID 355031, lot # n117628, product type screening device; product ID 3550-29, lot # n296234, implanted: (B)(6) 2015, product type accessory; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type lead; product ID 355031, lot # n117628, product type screening.

Event description:
Information was received from a legal representative of the patient regarding a patient that was implanted with an implantable neuro stimulator (ins) for complex regional pain syndrome type ii. It was reported that the ins, leads, and anchor kit were recalled because they were defective. The legal representative stated that the manufacturer was negligent in failing to use reasonable care by failing to design, manufacture, test, and inspect products to avoid unreasonable risk of harm in the implanted patient. The legal representative continued by reporting that the manufacturer deviated materially from their design specifications and that there were biomechanical issues within the design of the products, and that the manufacturer withheld material information and misstated/misrepresented data to minimize the perceived risks caused by the products. They also reported that the devices failed to perform as intended, which placed the patient¿s health and safety in jeopardy. The patient experienced significant mental and physical pain anguish/suffering, permanent injury/impairment, physical disfigurement; this all will continue into the future if not permanently. The patient has undergone medical treatment and will likely undergo further medical treatment and procedures. The legal representative reported that the devices were being used for the ordinary purposes for which they were intended, and nothing the patient did or failed to do on the occasion in question caused or contributed to their injuries. No further complications were reported or anticipated.